Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device had a temperature probe fault.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable as investigation states there is a lack of information in the event. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a temperature probe fault. As per follow up information received on 20nov2023. A replace temperature cable or probe will be sent out to the customer. The unit will not be returned unless it has a further issue. No patient involvement.